Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29 mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 10 months due to thickened leaflets, severe stenosis, and mild to moderate mitral regurgitation. The patient presented with dyspnea on exertion and pulmonary edema. The explanted valve was replaced with unknown valve. The patient was in stable condition post procedure and discharged on pod #10. Per medical records, pre-op tee showed bioprosthetic valve present in the mitral position, the valve is well-seated, leaflets are thickened, leaflet opening is severely decreased with commissural fusion, severe mitral stenosis. The peak transmitral gradient is 25 mmhg. The mean transmitral gradient is 14 mmhg.